Manufacturer narrative:
(B)(4). Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of -7.0/1.00/101 (sphere/cylinder/axis), was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022, lens opacity (cataract) was observed. On (B)(6) 2022, the lens was removed and the problem was resolved. Cause of the event is unknown.